Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia multiple MDR reports were filed for this event, please see associated report(s): 0001526350-2023-01052-1, 0001526350-2024-00018, 0001526350-2024-00020 the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to blunt spots. The cutter is not repairable and was returned to the customer as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the device was shredding skin graft. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete. At product evaluation investigation the cutter failed the sample mesh test during evaluation due to blunt spots. No additional event information available.